Manufacturer narrative:
(B)(4) - (lcd liquid crystal display). Eval, results: inspection of the returned product shows that the alarm powers on, but the fail-safe feature does not sound when it should and there is no physical damage noted on the unit. The selection mode buttons do not function properly. The lcd display is dim. The liquid moisture indicator label is missing. (B)(4).

Event description:
Customer reported the unit lcd screen is not legible and the led lights are dim. The batteries were replaced with all of the same type. There are no visible loose wires or damage to the outside of the alarm. There was no pt incident or injury reported.